Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 160-00-10 - pf stem tapered plasma sz10. (B)(6) 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6) 180-65-20 - alteon 6.5mm screw, 20mm.

Event description:
As reported, approximately 5.5 years post the initial left total hip arthroplasty, the patient complained of hip pain. The surgeon diagnosed wear or damage of the liner and revision surgery to replace the liner and femoral head was performed. Breakage on the rim of the liner was observed. The surgeon decided there was no loosening of the acetabular cup and femoral stem to bone. The liner and femoral head were replaced to an xle liner and delta head with adaptor. The polyethylene particles on the surgical field were resected by the surgeon appropriately. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.